Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a type b dissection and was implanted with gore® tag® conformable thoracic stent graft in zone 3 of the thoracic aorta. The patient tolerated the procedure. On (B)(6) 2020, this patient underwent endovascular treatment for a zone one thoracic aortic arch dissection which had continued to degenerate and form a false lumen aneurysm. A frozen elephant trunk and a gore® tag® conformable thoracic stent graft were implanted and a open hybrid arch repair was performed. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. H6: code 18: the gore® tag® conformable thoracic stent graft provides endovascular repair of the descending thoracic aorta (dta).